Event description:
According to the reporter on (B)(6) 2024, the patient underwent open retrorectus hernia repair with left side transversus abdominus release (tar). On (B)(6) 2024, the patient underwent open liver resection of segment 6/7 for an obstructing biliary lesion with a history of focal nodular hyperplasia and a makuuchi incision. The patient had a massive incisional hernia (14 (w) x 17 (l) cm midline hernia) and a 4x5 cm hernia at the transection of the right rectus muscle laterally. No hernia lateral to this. Therefore, a decision was made not to perform a right transverse abdominis release. The patient was seen in the clinic on (B)(6) 2025 with a CT scan done on (B)(6) 2025. A 3x2 cm central defect with hernia with obvious clinical mesh fracture was found. The patient has not yet been operated on and is currently asymptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.